Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately four weeks after implant the patient experienced chest pain. It was found that the right ventricular (rv) lead helix was in the patient¿s left anterior descending artery. It was also noted that the rv lead was exhibiting elevated thresholds. The patient was hospitalized. The rv lead remains in use. No further patient complications have been reported as a result of this event.